Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement: passed 0.21 vdc. Pairing with (B)(4) bluetooth device/download: passed. Share log review: did not show anything related to the customer complaint. Bin file analysis: bin log information showed loss of connection within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.